Manufacturer narrative:
D6b explant date was added. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
B1: added malfunction. H6: added code a0414. Additional information: sterile sheath cover tear. Ripped area cleaned with chloraprep and covered with tegraderm.

Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the follow-up report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the product damage cannot be determined since the product was not returned and insufficient clinical details were provided. The cause of hematoma was most likely use issue related due to patient movement since the patient was turned in bed and impella in aorta alarm sounded along with large hematoma noted at right upper chest impella insertion site.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a impella 5.5 in use on a 69-year-old male patient for support during high-risk cardiac procedure. It was reported that while on the unit, the patient was turned in bed and impella in aorta alarm sounded. At the time, a large hematoma was noted at right upper chest impella insertion site. Impella was turned to p2 and echo was used to attempt an advance of the impella without success. They were unable to visualize impella via tte. Patient was taken to surgery for hematoma evacuation and impella repositioning. There was no patient harm reported and the patient remains on support.

Manufacturer narrative:
Additional information was received on december 19, 2025. Codes added: device repositioning (f1904). Surgical intervention (f19), death (f02), access site adverse event (a24) and additional device required (f2301). Clinical assessment: the patient was a 69-year-old man who underwent pre-operative placement of an impella 5.5 device for circulatory support. While the patient was in the surgical intensive care unit the impella device generated an "impella in aorta" alarm. A large hematoma was observed at the right upper chest insertion site of the impella device. The impella support level was reduced, and an echocardiogram was requested. The physician assistant attempted to advance the impella device; however, this was unsuccessful because the device could not be visualized through transthoracic echocardiography. The patient was then transported to the operating room for evacuation of the hematoma and repositioning of the impella device. The repositioning procedure was successful, and the patient was reported to have sustained no direct harm related to this event. No further clinical information was available for this case despite that during the later course of hospitalization, therapy was withdrawn, and the patient subsequently died. Engineering assessment: during impella 5.5 support, an "impella position in aorta" alarm triggered when the pateint was turned in bed. An access site hematoma was noted at this time. The patient was taken back to the or where the hematoma was evacuated and the pump was repositioned. It was later noted that the anticontamination sleeve was torn; the device was cleaned and the tear was wrapped with tegaderm. The pump supported the patient successfully until the patient expired a month later when care was withdrawn.

Manufacturer narrative:
Additional information received confirmed the event date as originally reported, and this date has been repopulated in b3 (date of event).